Manufacturer narrative:
The review of the manufacturing paperwork verified that the lot(s) met all pre-release specifications.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2009, the patient underwent treatment of an abdominal aortic aneurysm with three gore® excluder® aaa endoprostheses ((B)(4)). On (B)(6) 2015, follow-up imaging showed the trunk-ipsilateral leg component had migrated an unknown amount distally "falling into the aneurysm sac" resulting in a proximal type I endoleak. No aneurysm enlargement was reported. It was reported the cause of the migration was disease progression. It is unknown if an intervention has been scheduled.